Event description:
On jan. 2, 2009, the lay user/pt in france contacted lifescan alleging the one touch ultra meter read inaccurately high. The pt stated that in late 2008 at 8 am, she obtained a result of 242 mg/dl. The pt reported that at 8:30 am, due to the result she took 8 units of humalog insulin rather than her normal 6 units. The pt states she takes 6 units of humalog in the morning, 10-12 units of humalog at noon, and 12-14 units of humalog along with 12-14 units of lantus in the evening. The pt also takes 1 pill of actos. The pt stated that at 10 am, she felt symptoms of trembling, blurry vision, and generalized weakness, symptoms she said are typical of hypoglycemia for her. She reportedly tested her blood sugar on her husband's meter at that time and obtained a result of 70 mg/dl. The pt stated she ate jam and felt better. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing the results were verified in the meter memory. This complaint is being reported because the pt alleged she obtained an inaccurate high result, took add'l insulin based on the result and reportedly had symptoms indicative of hypoglycemia for her.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.